Manufacturer narrative:
Analysis of the implantable infusion pump (B)(4) found no anomalies. Analysis of the implantable intrathecal catheter (B)(4) found a kink in the catheter body. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a device manufacturer representative regarding a patient receiving infumorph (25 mg/ml at 14 mg/day) via an implantable infusion pump. It was reported that the patient was complaining of a return of pain symptoms. The pump and catheter were replaced on (B)(6) 2019. There were no environmental, external or patient factors which may have led or contributed to the issue. There was no known troubleshooting performed prior to the replacement. The issue was considered resolved. The patient's status at the time of the report was alive - no injury. The patient's weight was unknown. No further complications were reported.